Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Results: evaluation of returned device; the tube is distorted but not broken. A thorough observation of the tube and threading did not highlighted manufacturing defect. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; including this complaint, the complaint rate for product family monopolar insulated tube for the past 12 months is 0,000245% complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of 0,00012% complaints / product uses for the prior 13-24 months. Conclusion: the distortion is likely due to excessive constraint on the device during reprocessing.

Event description:
It was reported that during a partial splenectomy under laparoscopy, the forceps jaw broke and broken part fell in the patient. Medical staff managed to retrieve it. No patient injury reported.